Event description:
It was reported that this pacemaker displayed a significant drop in remaining longevity between device follow-up appointments. Premature battery depletion (pbd) was suspected. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.